Event description:
There was no patient involved in this event. Device observed switching on automatically

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the 16th april 2010. Multiple manual power under 1 minutes duration were observed between the26th june 2014 and 27th january 2015. The user may have intervened and the device has recorded a 1 minute power up instead of the 10 minute power up normally attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.